Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (dl code 176, unable to charge batteries) was due to contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack and was experiencing a download code 176.